Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va05dpx, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that the lead wire was just right under her skin. The device did not actually rupture the skin. The patient was going to have a revision surgery on (B)(6). The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding the event. Follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.